Event description:
Dr inserted optical trocar in lower left quadrant of abdomen. She used 0 degrees, 10mm stryker scope, but had difficulty viewing. Once she was in she insufflated and wanted another trocar immediately, there was a vascular injury. The iliac vessel was hit.